Event description:
In 2008, the sales rep reported that during a workshop, the screwdriver would not engage the screw. There was no pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a workshop. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.